Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain and injuries after asr hip implant. **update** (B)(4) 2012 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. ***update*** (B)(4) 2012-sales rep reported revision surgery due to a pseudotumor. There was no new information that would change the outcome of the investigation. **update** - medical records received (B)(4) 2013. Revision operative report indicates the following: discomfort; elevated serum chromium and cobalt levels; pseudotumor; copious amounts of cloudy gray fluid with metallosis; adverse soft tissue reaction and destruction; inflammatory synovium; extensive corrosion particles were present on the trunnion as well as within the taper on the femoral head; there was not extensive ingrowth circumferentially on the cup. The adapter sleeve and femoral stem have been added to the complaint.